Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 was "smoking" from the blue handle piece when using the cautery. The smoke was coming from the handle and not through the typical smoke evacuation channel intended in the device. Hemopro was inspected and was working ok. New device was used to complete the case. No delay. There was no patient harm noticed.

Manufacturer narrative:
Tw ID#(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Trackwise ID#: (B)(4). The lot # 3000349829 history record review was completed. There was one (1) ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.